Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During system check with tandem technical support, no issues were observed with the pump supplies. Customer changed the pump supplies and reportedly resumed pump supplies. Customer's blood glucose was 97 mg/dl.